Event description:
It was reported that coating detachment occurred. The 80% stenosed target lesion was located in the proximal middle segment of the left anterior descending artery. A 330cm rotawire was selected for use. During the preparation, when opening the package, it was observed that there was no coating at the tip and the shape of the device could not be adjusted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. It was further reported that the shape of the tip could not be adjusted.

Manufacturer narrative:
Correction to what was initially reported, the reported event stated there was coating detachment. The device is not manufactured with coating. F10. Device codes - removed material integrity problem.

Manufacturer narrative:
Correction to what was initially reported, the reported event stated there was coating detachment. The device is not manufactured with coating. F10. Device codes - removed material integrity problem device evaluated by manufacturer: the device was returned for analysis. Spring tip was observed bent/kinked.

Event description:
It was reported that coating detachment occurred. The 80% stenosed target lesion was located in the proximal middle segment of the left anterior descending artery. A 330cm rotawire was selected for use. During the preparation, when opening the package, it was observed that there was no coating at the tip and the shape of the device could not be adjusted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that coating detachment occurred. The 80% stenosed target lesion was located in the proximal middle segment of the left anterior descending artery. A 330cm rotawire was selected for use. During the preparation, when opening the package, it was observed that there was no coating at the tip and the shape of the device could not be adjusted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.